Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-01129, 0001825034-2018-01130, 0001825034-2018-01132. Additional concomitant medical products: cat 195206 ¿ lot 087840 - vgxp intlk fmrl rt; cat 195253 ¿ lot 919270 ¿ vngd xp inlk pri tib tray; cat 195409 ¿ lot 531800 - vgxp xp e1 tib brg rm. Product was not returned and no photos of the device were provided; therefore, no evaluations could be conducted. Review of device history records for pn 195339 ln 221850 found these units were released to distribution with no deviations or anomalies. The reported devices are used for treatment. The following components were reviewed for compatibility with no issues noted: pn 195206 ln 087840; pn 195253 ln 919270; pn 195339 ln 221850; pn 195409 ln 531800. Review of the complaint history determined that no further action is required as no were trends identified. Review of the operative record indicates that the surgeon noted no complications. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Without the opportunity to examine the complaint product, root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation.

Event description:
(B)(4). The patient underwent a right knee surgery on (B)(6) 2014 and during the 2 year follow up visit it was reported that the patient had problems walking, problems performing usual activities, moderate pain, moderate trouble getting in or out of car, only around house before pain was severe, impossible to kneel, pain has moderately interfered with usual work, moderately difficult to walk down stairs. Satisfaction rating at 2-year visit was "not satisfied/ok but not perfect."